Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having experiencing a syncopal episode. Review of the episode noted a total of four shocks being delivered for fine ventricular fibrillation that was at times undersensed by the s-ICD. The s-ICD was reprogrammed and remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having experienced a syncopal episode. Review of the episode noted a total of four shocks being delivered for fine ventricular fibrillation that was at times undersensed by the s-ICD. The s-ICD was reprogrammed and remains in service. There was no additional adverse patient effects reported. This s-ICD was explanted and returned for analysis without any further allegation being made in relation to this event.